Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant elecsys pth immunoassay results for 1 patient sample on a cobas 8000 e 602 module. The sample had been aliquoted and sent from another laboratory. The pth result was 16.70 pg/ml on the e 602 module and was reported outside of the laboratory. On (B)(6) 2018 the sample was repeated on the e 602 module and the pth result was 230.4 pg/ml. On (B)(6) 2018 the sample was measured on a different e 602 module and the pth result was 209.9 pg/ml. The sample was refrigerated between measurements. There was no allegation of an adverse event.

Manufacturer narrative:
Qc was not measured on the day of the event. Qc results from other days was ok. Calibration signals from (B)(6) 2018 were lower than expected. A general reagent issue was excluded. The investigation did not identify a product problem. The cause of the event could not be determined.